Event description:
The customer reported that there was a communication problem. The field engineer noted that the system was intermittently unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated the interconnect cable. The system operates as intended.